Event description:
The information provided to sjm indicated a 6f angio-seal evolution was selected for use following a percutaneous coronary intervention (pci) in the right coronary artery. The device was deployed in the right common femoral artery (cfa). Two days after the device was deployed, the patient presented with a large hematoma and was taken to surgery. Bleeding was discovered in the puncture site and hemoglobin levels had dropped from 13.2 before the pci to 7.5 post. The patient is currently recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma occur after placing the angio-seal device, application of gentle digital pressure (one or two fingers) at the puncture site is usually sufficient to product hemostasis. If manual pressure is necessary, monitor pedal pulses.